Event description:
I am a durable medical equipment dealer and I am also a wheelchair user due to a spinal cord injury in 1990. I purchased an extreme 4x4 power wheelchair. To use on my small farm. The extreme power wheelchair was purchased in 2005. I didn't get to start using the extreme until we moved into our new house in 2006. Between 2005 and 2006 the chair was in storage at my office. Shortly after I started using the extreme it would stop working during use and leave me stuck for hours at a time. I use a wheelchair so when the power wheelchair stops working while I am in it, I am stuck until someone finds me. When I would call innovation in motion, I would get the run around and would receive no customer service or technical help on how to repair the extreme. I would always get referred back to a MFR rep which by his own admission that he didn't know how to fix it. After complaining for about 7 months the rep traded the extreme that I had for one that was on his demo account. From day one the one I received as a replacement stopped working while I was on it. I was stuck for 4 hours on a cold and windy day in 2007. The next working day I had one of my service techs to pick the extreme up and bring it to my office. We found a circuit breaker that was tripped, we reset it and the extreme worked again. Everyday that I was on it I would have to reset the circuit breaker every 10-15 minutes in order to use it. Then one day the circuit quit resetting. I called innovation in motion and received the same poor service that I was used to getting from them. Only after getting their rep involved did they agree to take it back in their shop to fix it and agreed they would do it at no charge to me or my company. I received a call from them a few days ago and they said they would fix it and I would have to pay for it. The extreme is not worth 2 dollars. Retail cost is much higher and that is what most of their customers pay. I encourage you to block innovation in motion from selling any more of the extreme's. They are ripping people off and providing a terrible product with a lot of service issues that they refuse to address. Dates of use: #1: /2006-2007. #2: 2007-2008. Diagnosis or reason for use: spinal cord injury.